Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the no image on monitor screen and front panel switches stopped working intermittently was confirmed. Based on the results of the investigation, the presumable cause for no image on monitor screen due to defective printed circuit board (dp board) whereas, the front panel switches stopped working intermittently due to defective main board (cm board) was specified. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no output coming on monitor. The issue occurred during a routine check of the equipment. There were no reports of patient harm as there was no procedure or patient involvement associated with the event.